Event description:
A customer contacted baxter's technical service center to report having a low drain volume alarm during initial drain on the homechoice (hc) machine. The hp indicated he had surgery (unknown) that day and was empty. The tsr assisted the hp to bypass. The resolution was provided. During a follow up call to the facility, the nurse stated the hp had repair for a hernia. The nurse was unsure if the cause of the hernia was related to the hp's pd therapy, but did state that the hp still does farm work which requires heavy lifting that would also contribute to the hernia. The nurse advised the patient was released on day of the surgery and was told not to perform pd therapy for two weeks during which time he was to do hemodialysis therapy. The nurse said he made a mistake and did complete 2 weeks of hemodialysis and then returned to pd therapy. Per the nurse, the patient outcome was good.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device was not returned for evaluation. A customer contacted the baxter technical service center to report low drain volume alarm which was confirmed by phone fix. The baxter representative assisted the patient to bypass to fill which resolved the issue on the homechoice device. The assignable cause was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Information received from the facility nurse indicates: in (B)(6) 2011, the patient started peritoneal dialysis(pd) with dianeal pd4 ambuflex. On an unknown date in 2011, the patient reportedly developed a hernia. On (B)(6) 2011, the patient had hernia surgery and the patient was discharged from the hospital that date. Pd therapy was temporarily stopped and hemodialysis started. On (B)(6) 2011, the patient was considered recovered from the event of hernia. On (B)(6) 2011, the patient had his last hemodilaysis therapy and on (B)(6) 2011, the patient resumed pd therapy. The nurse indicated the event of hernia was unrelated to pd solutions or the homechoice (hc) device. No further information is available.